Event description:
The initial reporter stated they received a questionable calcium gen. 2 result for one patient sample tested on a cobas 8000 c702 module. The initial result was 4.8 mg/dl. The repeat result was 8.0 mg/dl.

Manufacturer narrative:
The reagent lot number was not provided. The field service engineer inspected the module and replaced the tubing in the rinse mechanism. He performed the reaction cell water volume checks and cell blank measurements. He verified the analyzer's performance with successful qcs and patient sample runs. The investigation determined that the event was caused by a hardware issue (leaks in the cell rinse tubings that dripped or remained in the reaction cells). The investigation determined that the service actions resolved the issue.